Event description:
A report was received that the patient's ipg was no longer working after a non-device related procedure. The patient will undergo a revision.

Event description:
A report was received that the patient¿s ipg was no longer working after a non-device related procedure. The patient will undergo a revision.

Event description:
A report was received that the patient¿s ipg was no longer working after a non-device related procedure. The patient will undergo a revision.

Event description:
A report was received that the patient¿s ipg was no longer working after a non-device related procedure. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient underwent another revision to explant the leads. No malfunction was suspected. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4)1/ 320351 description: linear st lead, 70cm. The explanted leads were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the ipg was replaced due to the patient's electroconvulsive therapy that might have damaged the ipg. The extension was also explanted. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-3138-35, serial/lot #: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s ipg was no longer working after a non-device related procedure. The patient will undergo a revision.

Event description:
A report was received that the patient¿s ipg was no longer working after a non-device related procedure. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Manufacturer narrative:
Additional information was received that the patient was not receiving adequate stimulation. During the revision procedure, it was found out that the distal part of the wire was dysfunctional or crooked to the point that it could not fit into the socket of the ipg completely.